Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited post-sensed t-wave over-sensing, which was sensed during premature ventricular contractions and biventricular pacing. Programming changes were made. The patient was in stable condition.